Event description:
Edwards received information that a patient had a second device implanted via transcatheter valve-in-valve intervention due to aortic stenosis and insufficiency after an implant duration of fifteen (15) years and three (3) months. An existing edwards 25mm bioprosthetic valve was disabled and a 26mm aortic transcatheter valve was implanted. Both devices remain implanted. Patient outcome was reported to be successful.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards as it remains implanted. The reported clinical observation could not be confirmed. If additional information is received a supplemental report will be submitted. Regurgitation heart valves, aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. It's unclear to what extent the patient's medical history contributed to the reported aortic stenosis and insufficiency. No CAPA is applicable for this event; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative:the device record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event.